Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The exterior of the device was visually inspected, and no defect was found. Receiver charge and boot up failed. The interior of the device was visually inspected, and failed due to water damage. Functional testing was performed and failed. A review of the data log could not be performed since unit does not power on. The probable cause could not be determined. No additional event or patient information is available.